Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted to capture the user error of stents being left in exceeding indwell period and this potentially happened with all (B)(4) patients the files qty will be updated to (B)(4).

Event description:
Supplemental report submitted to capture the user error of exceeding the indwell period as confirmed by clinical advisor on 14-june-21.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: double pigtail biliary stents (7 or 10 fr) of unknown lot number involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article. ¿jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study" complaint files: (B)(4) (current emdr) , (B)(4) (emdr 3001845648-2020-00440) and (B)(4) (emdr 3001845648-2020-00444) were opened as a result of this paper. Pr304351 captures stent migration experienced by 11 patients. Pr303701 captures cholangitis in 3 patients requiring urgent erc. This file captures off-label use and user error of the stent left in past the recommended user-indwell period of 3 months in all 85 patients. Documents review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, double pigtail biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. 85 patients were enrolled in this study where double-pigtail plastic stents (7fr or 10fr) were placed with the aim of complete clearance of difficult common bile duct stones. Clinical input received following discussions between complaints investigation, regulatory, engineering and medical adviser agreed that insertion of a stent in order to break or clear the stone and thus make it easier to remove is considered off-label use. The user error of the stents being left in exceeding the indwell period is also captured in this complaint for all 85 patients as the information reported does not clarify how many patients had stents left inserted past this recommended period and therefore a conservative approach has to be taken with the quantities. The user error is considered secondary to the off-label use. Summary: complaint is based on customer testimony. According to the information reported there was a complete clearance rate of 64.7% (55/85) after the second ercp while of the remaining 30 patients, 28 had another stent placed and 2 were monitored without additional stenting. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR reporting being submitted due to completion of investigation on 20-aug-21.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jang et al 2020 ¿ ¿factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study¿ a total of 85 patients were enrolled. The plastic biliary stents were used for prevention of biliary stones in biliary duct and removal of stones rather than drainage of biliary ducts. Hence, they are considered as off label use of plastic biliary stents. This file is created to capture off-label use of plastic stent for removal of biliary stones in remaining 71 patients (85 patients in total 3 captured in pr (B)(4) and 11 captured in pr (B)(4))